Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the bar/swivel coupler on the offset impactor would not release from the cup implant, and broke inside the patient. Per complaint details, the surgeon stated that there were no pieces left inside the patient. The cup was removed from offset impactor, and the procedure was completed using a straight impactor with only a 2-3 minute delay, and no patient injury reported. Therefore, no further assessment is warranted at this time. A visual inspection confirmed the tip of the r3 offset impactor is damaged, which would cause the device not to function as intended. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during the thr procedure when the surgeon was impacting and seated the cup with the r3, the handle didn't release from the cup. It was determined that the bar/swivel coupler broke and didn't allow the bar to turn and release the cup. The cup was removed and implanted with a straight impactor. This added about 2-3 minutes to the case. The bar was broken inside the patient but the surgeon said that it was not pieces left inside the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.